Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03).

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level was unknown. The customer was able to complete alarm. Customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.